Event description:
The hospital reported inability to switch from mechanical to manual ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Ge healthcare technical support performed a checkout of the system and confirmed the reported issue. The control board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).